Event description:
During a left ventricular pvc rf ablation with integrated ice, communication issues resulted in a procedural delay. The ice catheter was connected and recognized in the system. It passed the saline bowl pretest and produced a great quality of image once in the patient. When comparing the ice image on the dws with the live ice image from view mate multi, the physician described noticing a "lag" between the two. He stated that it seemed like there was a slower frame rate on the dws ice image. We were also unable to pause the live ice on the dws to begin contouring. Troubleshooting included reseeding the catheter in both the cim and the amplifier, replacing the cable, switching the se ports on the amplifier, power cycling the view mate multi, dws, and amplifier. All with no resolution. The catheter was replaced but the frame rate issue was not resolved. Initially we were still unable to contour until we resynched the time on the view mate multi to the dws but there was no overall solution for the frame rate discrepancy. No shaving was done as to prevent the model from completely disappearing so the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.